Manufacturer narrative:
H6 - device code 1494: off-label use (acd < 3.0mm) claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6 -7.0/1.5/076 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2022. Low vault and lens opacity was observed. On 13-feb-2023 the lens was explanted and it was reported that the problem resolved. Cause of event was unknown.

Manufacturer narrative:
H6: device evaluation: lens was returned in liquid with residue/debris on product in a microcentrifuge vial. Visual inspection found a torn optic and haptic. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).